Manufacturer narrative:
Actual device returned for eval. As lot number was provided for this report, batch paperwork was reviewed and confirms that this order was mfg to meet all blueprint specifications and quality requirements before final release. Our investigation consisted of a review of the actual complaint sample. The batch paperwork for this reported complaint was also reviewed and found to meet all of our blueprint specifications and quality requirements. One sample returned in its original opened unit carton but not in its original closed unit pack, also contained in the unit carton was one 12fr suction in its original closed unit pack. The returned unit was inflated and leak tested where upon a pinhole was noted the the tracheal cuff body. The single wall thickness was measured away from the damaged area and found to be within blueprint specifications. There is no evidence to suggest that the reported defect occurred in-house. Although be believe this to be a user issue tyco-mallinckrodt have just completed an external project, whereby we have increased the robussness of the tracheal cuff two fold. This product was launched in the us in early 2004 and is available on all skews of our endobronchial tubes.

Event description:
Cuff leaking when intubated.